Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke easily during an esophagus anastomosis surgery.

Manufacturer narrative:
Samples received: 2 unopened packs. Analysis and results: there are no previous complaints of the same batch. Manufactured and distributed (B)(4) units of this batch. There are no units in stock. Received two closed samples. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements: 3.22 kgf in average and 3.19 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.